Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. The capped lead was later partially extracted. It was noted that during extraction, the connector pin was cut-off, and there was some charring of the insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the connector pin intact and not damaged. There were no other anomalies observed, and all electrical testing was within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.